Event description:
"It was reported that the implantable cardioverter defibrillator (ICD) was explanted as it had been turned off several years ago as the patient did not need it according to the physician. When analyzing the device it was identified at the elective replacement time, therefore telemetry could not be established as expected, so it was explanted as a normal explant procedure. This right atrial (ra) lead was analyzed, and it was determined that the pacing thresholds were high. A new device was implanted and was programmed ventricle only. The explanted ICD is expected to be returned for analysis. No adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).